Event description:
Customer support reached out to the patient after the discovery of a shock delivered episode. Patient reached out on (B)(6) 2023 for an error code n100c (defib gel not present). Patient did not notify kmts directly of the shock delivered episode. The shock delivered episode was discovered after the device event log was reviewed by customer support. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. The wcd detected a shock-able rhythm. However, an undiverted shock to a conscious patient could result in serious injury.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated and the monitor passed all evaluation tests. Device evaluation confirms that the therapy cable functioned as expected. There was no observed damage and all gel was deployed during the event. Returned therapy cable failed weight test due to pre-shock gel deployment. Evaluation evidence indicates wcd performed per prescription and intended use. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient heard the alert but did not cancel the shock using the wcd heart alert button.